Event description:
It was reported that the ilet user experienced prolonged low glucose after delivering a meal announcement while glucose was 109 mg/dl and rapidly falling, in the context of a history of using meal announcements as corrections that led to ilet maladaptation. The user treated the hypoglycemia with orange juice, apple juice, and a soda, and a factory reset was performed with counseling not to ghost announce meals. Symptoms included hypoglycemia with confusion or disorientation, dizziness, anxiety, and subsequent hyperglycemia, with reported glucose values ranging from a low of 39 mg/dl to a high of 198 mg/dl and a current glucose of 153 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem identified, and improper or incorrect procedure or method related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.